Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that about a week ago the pt dropped the handheld controller (ptm) and have since had issues when recharging their neurostimulator (ins) battery. The pt described the top of the ptm was shattered where you press down the stim on/off button which was now loose. Pt explained when attempting to recharge the ins the ptm screen will display all three 'passive recharge mode' numbers as 100. Pt said they wait the 10 minutes as instructed but it never advanced. No symptoms were reported. Caller stated pt received a replacement controller but have been unable to pair the controller to their ins. Caller stated pt's ins seems to be "deep" and tilted in the pocket. Caller initiated passive recharge mode (prm) and confirmed 100/100/100 displayed. Pt held the recharger paddle in the air and 60/100/100 displayed. Manufacturer rep had another recharger and began prm and confirmed that 82/85/86. After a couple minutes of prm, th e pt was able to begin recharging excellent. Caller confirmed the controller was charged to 80% and the ins was depleted. No symptoms were reported.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.